Event description:
According to the reporter prior to use, after unpacking it was found that the needle and suture detached. A new suture was used to fix the issue. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.